Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of a break in aseptic and peritonitis in a patient, coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, a break in aseptic technique occurred described as the patient did not wear a mask. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same date. The cause of the peritonitis was the break in aseptic technique. On an unreported date in 2011, the patient began remedial treatment with ceftazidime and cefazolin. It was not reported if the patient was retrained in aseptic technique or if the peritonitis resolved. It was not reported if remedial treatment continued. Dianeal therapy was ongoing. The patient remained hospitalized. The nurse stated that the peritonitis was not related to dianeal solution. A causality statement was not provided for the break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is use error - poor aseptic technique.